Manufacturer narrative:
(B)(4). Correction: the device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. The customer repaired the device, and it was subsequently put back into service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced ac icon is not illuminated when plugged into mains power. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.the customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available.similar reports have been received for the reported problem.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Additional information: a device history review was performed finding one exception during manufacturing, however, this exception was repaired, the device was re-tested and found to be performing as designed before release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.